Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a female patient, who had initial bilateral knees implanted on (B)(6), 2016, with two optetrak polyethylene tibial inserts, will likely proceed with a left knee revision surgery to remove the recalled tibial insert due to accelerated and preventable polyethylene wear at a later date. As a direct and proximate result of the defective nature of defendants¿ optetrak devices the plaintiff suffered and will continue to suffer serious personal injuries, including pain, impaired mobility, rehabilitation, medical care, loss of enjoyment of life, and other medical and non-medical sequelae. No further information.

Manufacturer narrative:
1038671-2024-04659 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04659. The following sections were updated: g1, h6. The following sections were corrected: b1, d2b, d4, d4: expiration date is unknown, g1, g3/g4, h4: manufacture date is unknown, h6 the reason for the reported event cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.